Event description:
The facility reports the bolts stripped out of the lift chassis, causing the whole lift to come apart.

Event description:
The facility reports the bolts stripped out of the lift chassis, causing the whole lift to come apart.